Manufacturer narrative:
A partial lead was returned in two segments for analysis. The lead exhibited normal electrical characteristics. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range capture thresholds and a gradual increase in pacing lead impedance was observed. The patient will continue to be monitored.

Event description:
Additional information received indicated that the lead was explanted and returned.